Manufacturer narrative:
This supplemental report is being submitted for the additional information received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the customer reported the issue was found during reprocessing.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing could not be completed due to leakage at control section. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test caution:if you locate a leak, remove the endoscope from the water and contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the switch box, scope cover, scope body and damage on switch #1, the air/water and suction cylinders were discolored, the plug unit was damaged, brightness was uneven when halation occurred due to damage on the charged coupled device (ccd) unit, the play of the up/down knob was out of the standard value due to wear of the angle wire, the scope cover was chipped, the bending tube was damaged, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope had a leak at the handle. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the air/water tube had foreign material. Brown foreign material, most likely remains from the last procedure, was mixed with a material that resembled plastic fibers. The report is being submitted due to foreign material in the scope found during evaluation.